Manufacturer narrative:
The valve was not returned to edwards lifesciences, as it remains implanted in the patient. Despite multiple attempts to obtain additional case details, the information was not forthcoming. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the valve was reported to be degenerated. The root cause for the valve degeneration seven years post implant cannot be determined but maybe related to the patient¿s multiple co-morbidities (not provided) or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately seven years post deployment of a sapien valve, the patient presented with +3 aortic insufficiency and aortic stenosis. A CT scan also showed no evidence of leaflet thrombosis. The decision was made to deploy a 23mm sapien 3 ultra valve within the existing sapien valve. The post implant echo showed a gradient of 12mmhg, no pvl and trace intravalvular leak.